Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. No root cause can be determined as no samples were received.

Event description:
It was reported that when filling a bd¿ luer-lok¿ blunt fill needle with normal saline, the liquid became red. The device was not used and there was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Correction: the initial MDR reported the catalog # as 305060, lot number as unknown and no expiration date nor manufacture date. These have been corrected to the following. D.4. Medical device catalog #: 305064. D.4. Medical device lot #: 8026647. D.4. Medical device expiration date: 12/31/2022. H.4. Device manufacture date: 01/26/2018. Investigation summary: one open 10ml packaged syringe with needle was received and confirmed to be from batch #8026647 (p/n 305064). A medication vial was also inside the sample bag. The sample was visually evaluated. The syringe was found to have a red liquid in the syringe filled to the 2ml grad line. The medication vial also has a red liquid. No manufacturing defect was observed. Device history record review for batch 8026647 (p/n 305064): device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect . Sample was submitted for fourier transform infrared spectroscopy (ftir) analysis: bd 10ml syringe with an 18g blunt fill needle in an open blister pack filled with some reddish liquid in the barrel as well as a vial of sodium chloride for injection where the liquid is also reddish in color. Ftir analysis was completed in the reddish liquid in the barrel. The spectral analysis shows that the liquid in the barrel of the syringe is similar to saline solution. The liquid sample used for the ftir analysis was allowed to evaporate and ftir analysis was again completed on the residue. The spectral analysis shows that the residue is most likely blood. Based on the evaluation performed the defect, as noted by the end user, cannot be verified. Root cause undetermined, and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when filling a bd¿ luer-lok¿ blunt fill needle with normal saline, the liquid became red. The device was not used and there was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that when filling a bd luer-lok blunt fill needle with normal saline, the liquid became red. The device was not used and there was no report of exposure, serious injury or medical interventions.